Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: model: 5524m45, ra lead; implanted: (B)(6) 2003; model: 6932-65, rv lead; implanted: (B)(6) 1997.

Event description:
It was reported that the patients cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.